Manufacturer narrative:
Device history records review for the port h965451030, lot #142645000: the records are complete and in order. There is no non-conformance associated with this lot number. Review of recorded complaints on the last three years (2016-2019): no similar complaint was registered for port h965451030 or for lot# 142645000 and the reported defect. Unable to determine the cause of the issue. The device was not returned.

Event description:
Mediport was placed (B)(6) 2018. Pt completed tx and mediport was removed (B)(6) 2019. Pt complained of a hard area in right chest wall after removal of mediport. Excision of foreign body right chest wall (connector piece for mediport) done (B)(6) 2019. Removal of foreign body connector piece for mediport.